Event description:
A customer contacted a baxter technical service representative (tsr) regarding the minicaps falling off of the minicap transfer set. The issue was detected before use. Samples have been discarded. The nurse indicated there have been no additional problems with the minicaps since this incident and no further information is available. No patient injury or medical intervention was associated with this incident per the rn.

Manufacturer narrative:
Samples were not available for analysis; therfore the lab was not able to confirm the reported event. There are no further measures taken relative to this matter. Renal product surveillance, quality engineering, along with plant manufacturing, will continue to monitor this product line.